Manufacturer narrative:
Per the clinic, the patient experienced mucopurulent drainage at the implant site and was treated with topical antibiotics (date and duration not reported). This report is submitted on june 14, 2024.

Manufacturer narrative:
This report is submitted on december 4, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth and skin infection at the abutment site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and underwent a skin revision procedure to remove excess skin (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 for a skin revision to remove excess skin around the abutment. The abutment was then removed. The internal fixture remains. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on april 19, 2024.